Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2019, was chosen as a best estimate based on the reported information that the follow-up stent removal procedure was performed approximately 6 weeks after the stent placement procedure. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) cystogastrostomy procedure performed on (B)(6) 2019. Reportedly, the patient's cyst contained nearly 100% fluid material. According to the complainant, a per-protocol stent removal procedure was performed approximately 6 weeks after the stent placement procedure. During the stent removal procedure, it was noted that the stent had slipped inside the pseudocyst, and the stomach wall had healed around it so that the stent was encapsulate inside the pseudocyst and could not be removed. The physician plans to remove the stent surgically during a scheduled gallbladder removal procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) cystogastroscopy procedure performed on (B)(6) 2019. Reportedly, the patient's cyst contained nearly 100% fluid material. According to the complainant, a per-protocol stent removal procedure was performed approximately 6 weeks after the stent placement procedure. During the stent removal procedure, it was noted that the stent had slipped inside the pseudocyst, and the stomach wall had healed around it so that the stent was encapsulate inside the pseudocyst and could not be removed. The physician plans to remove the stent surgically during a scheduled gallbladder removal procedure. There were no patient complications reported as a result of this event. Additional information received on october 29, 2019: the stent was removed from the patient during an exploratory laparotomy procedure performed on (B)(6) 2019.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2019, was chosen as a best estimate based on the reported information that the follow-up stent removal procedure was performed approximately 6 weeks after the stent placement procedure. Block h6: patient code 3191 captures the reportable event of patient surgery. Device code 4003 captures the reportable event of stent migrated. Block h10: a hot axios stent was returned for analysis. A visual examination of the device noted that the stent was received fully deployed and expanded. The delivery system was not received. The stent was measured to be within specifications. There were no issues noted to the stent. A labeling review was performed, and, per the axios stent and electrocautery-enhanced delivery system dfu, the reported stent migration and subsequent surgery are known possible adverse events associated with the use of the device and are documented in the labeling. Therefore, a review and analysis of all available information indicated that the most probable root cause is known inherent risk of device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) cystogastroscopy procedure performed on (B)(6) 2019. Reportedly, the patient's cyst contained nearly 100% fluid material. According to the complainant, a per-protocol stent removal procedure was performed approximately 6 weeks after the stent placement procedure. During the stent removal procedure, it was noted that the stent had slipped inside the pseudocyst, and the stomach wall had healed around it so that the stent was encapsulate inside the pseudocyst and could not be removed. The physician plans to remove the stent surgically during a scheduled gallbladder removal procedure. There were no patient complications reported as a result of this event. Additional information received on october 29, 2019. The stent was removed from the patient during an exploratory laparotomy procedure performed on (B)(6) 2019.

Manufacturer narrative:
Blocks b5 and e4 have been updated based on additional information received on october 29, 2019. Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2019, was chosen as a best estimate based on the reported information that the follow-up stent removal procedure was performed approximately 6 weeks after the stent placement procedure. Block h6: patient code 3191 captures the reportable event of patient surgery. Device code 4003 captures the reportable event of stent migrated. Block h10: although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.